Event description:
Related manufacturer reference number: 2017865-2022-39043, related manufacturer reference number: 2017865-2022-39050. It was reported that the patient presented in the hospital with implantable cardioverter defibrillator (ICD) pocket infection. The ICD system was eroded through the patient's skin. The entire ICD system was explanted due to ICD pocket infection and ICD system erosion. The patient's condition was stable.